Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the returned unit was contaminated. Functional testing found that the cuff showed no signs of any damage or anomalies. The cuff was inflated using a syringe and leak tested under water. No leakage was detected. The cuff was inflated/deflated an additional three times and no leakage or anomaly was detected. The inflated cuff was left to rest and remained inflated for a four-hour period and no leakage was detected. It was reported that the tracheostomy cannula's cuff deflated quickly after 10 days of patient use. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: syringes, three-way stopcocks, or other devices should not be left inserted in the inflation valve for an extended period of time. The resulting stress could crack the valve housing and allow the cuff to deflate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the tracheostomy cannula's balloon tend to deflate quickly after 10 days of patient use. There was a need to re-inflate the balloon regularly, sometimes several times a day. The patient felt discomfort and had a premature cannula change.